Event description:
Caller reported not seeing insulin drops at the tubing end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by changing the infusion set and cartridge, and successfully resumed insulin use.